Event description:
It was reported via post market registry that the patient was experiencing "drug withdrawal"; only specific symptom was increased spasticity. The patient was receiving lioresal 2000 mcg/ml at a dose of 672 mcg/day, simple continuous. The device was explanted and replaced. The patient recovered without sequela.